Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated right ventricular (rv) lead was stuck in the device header and fractured at the terminal ring. A temporary pacemaker was utilized due to the dependency of the patient. No additional adverse patient effects were reported.